Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 7076324.

Event description:
It was reported that the patients leads had migrated. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted leads were not returned as they were kept by the facility.